Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2019, it was decided to remove patient code 2104 to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation and tissue issue. Concomitant medical products: right; 375cc mentor smooth round moderate profile; catalog number: 3501660; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile on both sides and was presented with left side breast implant deflation and amount of tissue in the valve might have made the valve incompetent. As a result, the patient underwent bilateral expalntation and replacement with catalog number 3504251; serial number (B)(4) on the left side, and with catalog number 3504251; serial number (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/18/2019. Device evaluation summary: according to the reported information, the patient experienced soft tissue injury and a deflation of the breast implant. During visual evaluation, a tear measuring approximately 7.5 cm was found on the anterior view. Microscopic examination was performed, and no evidence of instrument damage was observed. No additional anomalies were observed. The rupture on the device was extracted and analyzed using a scanning electron microscope (sem). The overall results from the additionally testing revealed no indications of instrument damage on the piece. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).